Event description:
(B)(4). Had emergency gallbladder removal due to inflammation. Whole body hypersensitivity/inflammation causing gastritis, joint/muscle pain, and weakness. Autoimmune condition (psoriasis) became uncontrollable all over whole body. Had to have hysterectomy leaving ovaries to remove device. Brain fog/forgetfulness poor concentration, vision problems (blurry vision/light sensitivity) chronic fatigue, mood swings, anxiety, weight loss.